Event description:
On 1/2/97, the facility's unit secretary for or services informed the MFR's sr. Customer service rep that "the device catheter split and as a result, was explanted 12/96. The device was replaced with another MFR's device. No further details were available.